Event description:
It was reported that the patient had inappropriate shocks due to the oversensing of noise. A review of the electrograms for the shock episodes found erratic signals. The sensing vector was set to the primary sensing vector. Technical services discussed trying the secondary sensing vector. There were no additional adverse patient effects. The system remains implanted.